Manufacturer narrative:
B5-it was later reported that after the backup lens was implanted the patients current condition was good with better va and vault. It was also reported that the backup lens resolved the problem (initial reported adverse events). H3- device evaluation: lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -16.00/4.0/091 (sphere/cylinder/axis), implantable collamer lens was going to be implanted as a replacement lens to correct excessive vault, sinificant resuction of ica and mild a/c cell but the lens tore during injection into the eye. There was patient contact but no patient injury. The lens was removed and replaced with the backup lens within the same surgery. The reporter stated " plunger rode over the trailing haptics and tore them off at injection." For status of the eye (signs/symptoms) the reporter reported " recovering well".